Manufacturer narrative:
UDI not available for this system. No device evaluation was performed as the resolution was confirmed. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively the imaging system spin was taking a while to transfer, but never transferred. A manufacturer representative had the site use a different ethernet cable and manually pushed the spin. It transferred correctly. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of about fifteen minutes due to this issue.

Manufacturer narrative:
A software investigation found that analysis of the logs was unable to determine probable cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.